Manufacturer narrative:
Analysis of the pump revealed miscellaneous failed lab dispense test; above spec. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 175mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On 22-jul-2019 it was reported that they were in the or (operating room) for a normal pump replacement, but the healthcare provider was unable to disconnect the old pump segment from pump. The connector was so "scarred" that they could not remove it. The healthcare provider then revised the pump segment, by adding a new connector. No patient symptoms and no further complications were reported or anticipated.